Event description:
Rn placed IV with us [ultrasound] guidance. Rn had good return down the line, flushed with ns [normal saline], ns and blood leaked out of the white permanent "cap" at the base of the "butterfly." Rn then tried to pull back gently to aspirate blood back in the line, audible "whistle" of air heard, rn saw air fill up the extension line back from the permanent "white cap" at base of the butterfly toward the syringe. Immediately removed defective IV product from the pt to avoid flushing air toward the pt. Concern, risk of air injection toward pt.